Event description:
Boston scientific received information that during routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low, out of range, shock lead impedance measurement of 0 ohms as shown in daily measurements. Other parameters were stable. Troubleshooting was performed and the out of range impedance measurement could not be reproduced. Electromagnetic interference (emi) was suspected to have caused the observation. Boston scientific technical services (ts) discussed testing system in different configurations. The field representative will perform the suggested testing next time since the patient left the clinic already. All other measurements were stable and the patient will be monitored. Additional information was received indicating that the cause of the observation was not conclusively determined. Emi was not reproduced during testing and all other measurements were in normal range. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). Additional information was requested. This investigation will be updated should further information be provided.